Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and capsular contracture. Concomitant products: 400cc mentor memorygel breast implant, catalog # 3504004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (B)(6) year-old caucasian female underwent breast augmentation revision with 400cc mentor memorygel breast implants and experienced rupture and capsular contracture on the left side post-operational. As a result, the patient is scheduled to undergo device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on february 13, 2020, the mentor failure analysis lab received the device for evaluation. On february 26, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3/13/2020, the updated product investigation summary was completed. Updated device investigation summary: during visual inspection of the device, no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: section b5 and h6 - on (B)(6) 2020, mentor became aware that the patient experienced rupture on the right side and not on the left side as previously stated. Additional information: on (B)(6) 2020, mentor also became aware that the patient experienced bilateral calcification. Reason for device explant and/or reoperation: capsular contracture this report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/17/2020, mentor became aware that the patient experienced baker grade iii capsular contracture on the left side. On 1/30/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).